Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to a vertically cracked lcd controller. The power error, care linkupload, power error alarms could not be verified due to the flashing white light anomaly. The unit was unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the flashing white light on the display. The following physical damage was noted: scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The battery was removed but the notification light did not stop flashing immediately. The insulin pump had been alarming approximately every four hours. The insulin pump was returned for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.